Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing the residual air from the cartridge. There was no adverse impact to the customer¿s blood glucose level reported. Customer declined to load a new cartridge.